Event description:
After performing an in-office ctr procedure using ultrasound guidance, the physician noted greater than normal bleeding from the wound. The bleeding was controlled and the incision closed. The patient later returned to the physician's office complaining of pain and numbness in the small finger. The surgeon performed surgery to repair the ulnar artery.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed and no issues were noted related to this event. Vessel injury is referenced in the ultraguidectr instructions for use as a possible complication. No device malfunction was reported.